Event description:
It was reported to manufacturer that the surgeon's hand held screen froze during interrogation of a vns generator. The surgeon had reseated the flashcard to resolve the issue. The hand held and software were returned to manufacturer, and are pending the analysis findings.